Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has the tip damaged, as part of overall visual revision. The polymer jacket was found partially detached at the distal end of the guidewire. In addition the distal end is kinked. Polymer jacket detachment confirmed. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that guidewire coating issue occurred. A 300cm straight tip v-14 control wire was selected for use. However, during the procedure when a non-bsc balloon catheter was used onto the wire, it was noted that the hydrophilic coating peeled and shred. There were no patient complications reported. No further information was provided.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that guidewire coating issue occurred. A 300cm straight tip v-14 control wire was selected for use. However, during the procedure when a non-bsc balloon catheter was used onto the wire, it was noted that the hydrophilic coating peeled and shred. There were no patient complications reported. No further information was provided.